Event description:
Spontaneous. Pt reported is driving from (B)(6) to (B)(6) and currently experiencing pump malfunction for serial number (B)(4) (maintenance date 01/10/2023), giving error "no disposable, pump won't run." Pt did not find any kinks or blockages in tubing, tried repositioning cassette and also tried using same cassette in backup pump. Troubleshooting failed so pt created new mix to use with backup pump. Pt didn't have new tubing available and had to reuse current tubing since this is an emergency situation. Tubing was already primed so pt did not re-prime again. Pt was able to get infusion going with new cassette on backup pump. Unknown if it was truly a pump or cassette malfunction. Cassette was a backup provided by the (B)(6) hospital pt went to yesterday (previously reported) because pt had run out of cassettes while out of town. Cassette lot number 4227751, expiration date unknown. Pharmacy will be replaced pump and cassettes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.